Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head failed incoming functional testing due to the rf head cable; one pin found bent on the rf head cable . Analysis also found the rf head label was delaminated. Concomitant product(s) : product ID: 229047 analyzer. (B)(4).

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.